Manufacturer narrative:
Retainer = clear. Device powered up properly after battery installation. No blank display noted. Device received a pump error 41 alarm during rewind. Device passed the self test and active current measurement however, the sleep current measurement was high and out of specification range and unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to pump error 41 alarm. Device successfully downloaded trace/history files using thus. Device was monitored and no unexpected blank display or powering off noted. Found moisture/corrosion damage on electrical board 1, electrical board 2, the motor, and force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. During review of the downloaded trace/history files noted the following: power related alarms: no unexpected low battery alarm, replace battery alert, or replace battery now alarm noted for the event day however, 7 battery failed alarms [june 17, 2021 between 9:52 and 9;55 pm] and power loss alarm and high sleep current measurement due to moisture damage. Motor related alarms: 5 pump error 43 alarms, pump error 82 alarm, and 2 pump error 3 alarms [june 17, 2021 at 9:54 and 0:55 pm] for the event day and pump error 41 alarm during testing due to moisture damage. 2 pump error 53 alarms due to a software error. Device was received with scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed a pump error. Customer was able to clear alarm history but unable to complete insulin pump rewind because insulin pump went off during rewind. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.